Event description:
Initial rptr stated that the vitrectomy cutter was not cutting during the vitrectomy procedure. No adverse effect on the pt. Surgery was delayed about 2 minutes as another pack was opened and used.